Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (460 mcg/ml at 96.17 mcg/day), dilaudid/hydromorphone (20 mg/ml at 4.181 mg/day), and bupivacaine (30 mg/ml at 6.272 mg/day) via an implanted pump. The patient¿s medical history included a history of seizures and the patient was a diabetic. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient had a pump refill done in the morning and later the same day became unresponsive and was brought to the ER (emergency room). The patient was transferred to another facility. After the transfer, the pump was interrogated and the logs were checked. At that time, the patient was intubated and was moving appropriately to commands. Per the patient¿s spouse, the patient had a history of seizures and she was not sure if he had a seizure or a pocket fill. The ER doctor then concluded that the patient needed to go to a bigger facility that could work with the pump, so the patient was flown to another facility. No interventions or actions were taken when the patient left for the larger facility. The patient was still intubated, fully awake, and moving all extremities. The issue was not resolved. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (b))(2017 and it was reported that on an unspecified date (1.5 months ago relative to (B)(6)2017) the patient had a seizure that he described as seeing bright spots and amplified brightness with lights. He then fell to the floor and had whole body jerking with facial contortions (described to the patient by his wife). The patient thought he was out for about 20 minutes. He was taken to the hospital where he was given valium and a ¿pain shot¿ and was then discharged (no CT scans or lp done). Following this episode, his primary care physician had referred him to neurology and the patient had an appointment scheduled for (B)(6)2017. On (B)(6)2017, the patient¿s intrathecal pump was filled without incident and no settings were changed. On the way home from the appointment, the patient had a seizure (also described as seeing flashing lights and the same aura as previously, also noted as not having progressed to a seizure) and became unresponsive (also described as ¿fell asleep¿ for 45 minutes and awake for a few seconds and was unable to be aroused). The patient arrived at the ed (emergency department) and was transferred to a separate hospital but on the way became somnolent, hypoxic, and hypotensive (systolic blood pressures in the 50s). He was intubated and started on a narcan drip (never needed pressors). The patient described this as the most painful experience of his life. He was eventually weaned from the drip and extubated, with resolution of hypoxia and hypotension and return of mental status to baseline. The pump was interrogated and it was stated that it was working correctly. No settings were changed and it continued to infuse at its preset settings. The patient denied taking any norco after the appointment or any other meds. On (B)(6)2017, the patient was transferred to an outside hospital with chief issues of pain in his back and right ankle. Exam findings found back pain across his lower back (right greater than left), pain score of 7/10, achy, non-radiating and similar to his chronic pain. The ankle pain was noted as 7-8/10, sharp, constant/throbbing in area where his ankle was broken about 1 year ago similar to chronic pain. Exam findings also revealed trace bilateral lower extremity edema and right ankle brace. Upon admission, there was concern the hypoxemic respiratory failure and hypotension was due to overdose given the two previous similar events in which the patient was narcan responsive (see manufacturer¿s report numbers 3004209178-2017-14005 and 3004209178-2017-14009). An extended uds (urine drug screen) was sent (results pending at time of discharge). Pain management was consulted and anesthesia also interrogated the pump and did not find any evidence of pump malfunction, bolus doses, etc. Pump volume was as expected which suggesting the overdose event was not due to a complete or partial pocket filled. On (B)(6)2017 ultrasound was used and did not reveal fluid in the pocket. On (B)(6)2017, neurology performed an eeg (electroencephalogram) which was normal but did not rule out epilepsy. The neurologist believed only one of the seizure events sounded concerning for a true seizure, and that the other episodes described were more consistent with polypharmacy, medication overuse, or decreased in clearance medications due to renal or hepatic dysfunction. The neurologist also suspected that opioid saturation or overdose was responsible for some, if not all of the events. On (B)(6)2017, the patient underwent an MRI of the cervical spine (with and without contrast). Preliminary findings showed 4 mm anteriolisthesis of c3 on c4, endplate degenerative changes posteriorly at c3-c4, small hemangioma in the t2 vertebral body and small disc bulge (at c3-c4, c4-c5, c5-c6, c6-c7). Impression was no abnormal signal in the spinal cord, severe spinal canal stenosis at c3-c4 with lesser spinal canal stenosis at lower levels in the cervical spine, and multilevel foraminal stenosis, worst at c5-c6 with moderate right greater than left. These findings were consistent with the patient¿s history of cervical spine disease. During the hospitalization, it was also noted the patient had developed diffuse hyper-reflexivity with atrophy of intrinsics and brachioradials (bilateral right greater than left thenar wasting) which occurred slowly over the last decade. These findings were also consistent with the patient¿s cervical spine disease. It was also noted the patient had developed iron deficiency anemia (relevant labs included iron 21 mcg/dl (low), transferrin saturation 6% (low), hemoglobin 8.3-9.0, and hematocrit of 26.2-28.9). Diagnoses of gerd (gastroesophageal reflux disease) and overactive bladder were also noted by the attending physician during the hospitalization. On (B)(6)2017 (also reported as (B)(6)2017), MRI of the head was performed and the preliminary report showed no etiology of seizure and no acute intracranial process. During the hospitalization, the patient complained of an abnormal sensation in his mouth. Upon examination, nothing abnormal was found except for some likely irritation from the patient¿s dentures. The physician believed the discomfort may have also been secondary nerve damage after upper teeth removal. The patient also experienced significant anxiety overnight at the hospital and was given valium with good results. During the hospitalization, the patient was continued on losartan 100 mg daily, spironolactone 25 mg daily, protonix 40 mg daily, sucralfate 1 g 3x/day, duloxetine 60 mg at 2x/day, gabapentin 600 mg 3x/day, norco 10-325 mg every 6 hours as need for breakthrough pain, senokot s and miralax (polyethylene glycol) as needed. The patient¿s home pioglitazone was held in favor of sliding scale insulin and ditropan was held given multiple episodes of altered mental status. On (B)(6)2017, at the time of hospital discharge, it was noted the patient had slightly limited mobility (able to walk occasionally). The physician recommended that the patient¿s doses of opiates be tapered down and that he avoid other sedating medications as well as benzodiazepines. The physician recommended the patient follow up with his oral surgeon regarding his abnormal mouth sensation, neurologist for the hyperreflexia and thenar wasting, gastroenterologist for the reported cirrhosis, and primary care provider for an iron and folic acid supplement for the patient¿s anemia. Anesthesiology recommended the patient be referred to neurosurgery for the severe spinal canal stenosis. Discharge instructions included continuing on pioglitazone and current medications prior to hospitalization. The patient was to begin taking miralax (polyethylene glycol) 17 g 2x/day, and senokot-s (sennosides-docusate) 8.6-50mg 2 tablets 2x/day. As of (B)(6)2017, the patient¿s medication was being decreased, mainly gabapentin (this was not specified) and the events had resolved. No additional information was provided. The patient¿s medical history included seizures, post laminectomy syndrome, peripheral neuropathy, chronic pain, depression, spasticity/muscle spasticity. Postoperative wound infection, accidental overdose, type 2 diabetes mellitus, opioid maintenance treatment (drug withdrawal maintenance therapy), foot pain, esophageal varices, hypertension, obstructive sleep apnea syndrome, hepatic cirrhosis, denture wearer ¿ upper teeth removal, cervical spine degeneration/spinal osteoarthritis, chronic, continuous use of opioids, and opioid maintenance treatment (drug withdrawal maintenance therapy). The patient¿s surgical history included fusion lumbar spine and tooth extraction. The patient¿s allergies included adhesive tape allergy and swelling from trazadone. The patient¿s concomitant medications included aspirin, lioresal (oral), buspar, mycelex, cymbalta, spectazole, diflucan, carac, neurontin, hydrodiuril, norco, hydromorphone, cozaar, ditropan, protonix, actos, phenergan, senokot-s, aldactone, and carafate.